Event description:
At refill, the patient was experiencing increased pain and a volume discrepancy was noted. The hcp was expecting 1.6 mls and the actual reservoir volume was 7.0 mls. A roller study was performed and the roller was noted to move. No dye study was performed. A therapeutic bolus was performed; results are unknown. At a previous refill in 4/2006, it was noted that the expected reservoir volume was 1.7 mls and the actual reservoir volume was 4.0 mls.